Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. Date rec¿d by MFR (2020 reports) - this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1, -09.00 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2021 from patient's right eye (od) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.